Manufacturer narrative:
D. Suspect device software version: version 1.5.2.1

Event description:
It was reported that high impedance was observed on the patient's m102r vns generator when using the physician's m3000 v1.5.2.1 vns programming system. However, diagnostics with a motion vns programming tablet revealed that the high impedance reading was false and a dcdc code of 2 was observed. This issue was duplicated with in-house testing. For model 102/102r generators programmed to output currents greater than 1.00 ma , it was observed that system diagnostics using m3000 v1.0 and m250 software would display ok lead impedance while system diagnostics using m3000 v1.5 software would display a false high impedance. It was determined that the cause of this false high impedance message was a software error on m3000 v1.5.21 software; when system diagnostics were performed by the user with m3000 v1.5.2.1 software on m102/102r generators (normal mode output current >0 ma), normal mode diagnostics would actually be performed instead. The execution of normal diagnostics instead of system diagnostics is not apparent to the user, and the returned dcdc code was being compared against system diagnostic thresholds. No additional relevant information has been received to date.

Event description:
The generator was explanted due to normal battery depletion and returned to undergo product analysis. While reviewing the data history, high impedance was sobered again on (B)(6) 2019. It was confirmed that m3000 v1.5.2.1 software was used when the high impedance was observed but when using m3000 v1.6 software the impedance was ok. It was determined that the cause of this false high impedance message was a software error on m3000 v1.5.21 software; when system diagnostics were performed by the user with m3000 v1.5.2.1 software on m102/102r generators (normal mode output current >0 ma), normal mode diagnostics would actually be performed instead. The execution of normal diagnostics instead of system diagnostics is not apparent to the user, and the returned dcdc code was being compared against system diagnostic thresholds.